Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product was evaluated, and it was found the patient interface cable was not working properly due to the patient interface board failure. The device was repaired and returned to the customer.

Event description:
It was reported the device is working intermittently, not stimulating. There was no reported patient impact.